Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the user attempted a supply change on the ilet after removing it while on vacation and encountered a persistent ¿unable to proceed¿ error during the fill/rewind step, preventing access to the rewind page and blocking troubleshooting despite multiple restarts. Symptoms included no clinical effects. Outcomes included replacement supplies shipped and education provided. Investigation included customer service review and attempted troubleshooting steps. Investigation of this device revealed a malfunction associated with a system lockout during fill tubing that is consistent with a device software or pump mechanism fault. It was concluded that the complaint was confirmed and the issue identified with alert 41 displaying after the leadscrew rewind failed. The refurbishment department will replace various components that are detailed in the repair instructions.